Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within the maximum crimped stent profile measurement. The tip was visually and microscopically examined, and no signs of damage were noted. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 22.6 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on on analysis completed on 14 mar 2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the moderately tortuous left anterior descending artery. A 3.00 x 38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.